Event description:
A report was rec'd from FDA's medical products reporting program stating that a female pt experienced symptoms of severe eye pain, discharge, and blurry vision while using renu solution (unknown type). She stated that she had developed a fungal eye infection and she consulted with her physician who prescribed an antifungal medication. The pt stated, "according to my dr, there are some residual issues with my eye." Although requested, no further info was provided.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. However, the company did initiate a broader investigation of reported fusarium keratitis events that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate, there were no anomalies that could have been related to the report fusarium keratitis, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product evaluated met release sterility criteria. Where product retain sample testing was completed, all chemical biocidal performance was effective against microbial challenges as required.